Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected of early battery depletion. The device remains in use. It was also noted that the left ventricular (lv) lead impedance was significantly less and lv outputs were high. The lead remains in use. The patient will return for reprogramming. No patient complications have been reported as a result of this event.